Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was above 600 mg/dl with extreme thirst and excess urination. It was reported the patient received was treated in an emergency room with intravenous fluids and insulin via injection, the delivery settings were not recently changed and the patient remained on pump therapy. A frequent and persistent occlusion alarm was reported. This complaint is being reported because the reported health event was attributed to an alleged device issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A force test, fill test, and leak test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.